Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 44 mg/dl at time of incident. The customer refused to troubleshooting for low blood glucose level. The customer was treated for the low blood glucose with food. It was unknown if the customer was using auto mode or not. The insulin pump was not returned for analysis.